Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, a system advisory displayed. The case was converted to an ecce (extracapsular cataract extraction) and completed without further incident following a one hour delay. The patient was noted to have severe corneal edema postoperative. Additional postoperative medication was required. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the surgeon reported that a system presented with issues. The timing of the event is unknown. The patient experienced severe edema after the procedure and needed further treatment. Additional information has been requested but none has been received. A questionnaire from the surgeon was completed and returned. The review is as follows: the surgeon confirmed a system message (sm) occurred. The surgeon reported two events for the same day. This investigation will serve as the second of the two patients. The surgeon states ¿the facility required the use of more cassettes, prolonging surgical times (20 minutes), a visible patient impact was observed, and surgeries were rescheduled.¿ this case was converted to an extra-capsular cataract extraction (ecce), corneal edema was confirmed.¿ the corneal edema was treated however; specifics to that treatment were not provided in the review. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries (icce=1.4%, ecce=0.63%) in most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).